Event description:
It was reported that the autoplex system was being used in a procedure when the luer lock broke off in the hub of the needle while it was being screwed on. It was confirmed that no fragments entered the surgical site. The procedure was aborted because the physician felt the amount of cement that was already injected was sufficient. No further procedures were scheduled for the patient and it was reported that the patient was healing as expected.

Manufacturer narrative:
Device discarded.